Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid failed to open and showed a failed required maintenance. A field service engineer powered off the machine and reseated all cubies and the row board connection, then reseated all cables at the back panel and powered the system back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, cubie containing haloperidol 10mg tablets was failed to open. The customer reported that the malfunction caused a delay in dispensing medication to mental health patients. There were no adverse events or injuries reported based on this incident.